Manufacturer narrative:
Additional information provided in d.4., d9., h3., h.6., and h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with bent needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for aspiration and nonconforming for actuation. Cut functionality was unable to be performed as inner cutter does not close all the way to perform cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Inner cutter was severely bent. Gouge marks observed at the cutting edge and other location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the probe had a cut failure and evaluation does not show an aspiration failure. The complaint evaluation show bent needle and bent inner cutter. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures is consistent with excessive use classification. The root cause for the bent needle and bent inner cutter is due to the excessive surgical use of the probe. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. No action has been taken by the manufacturing site as no aspiration failure was observed and it appears that the observed bent needle and bent inner cutter was due to excessive use of the probe by the user. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. Gouge marks observed at the cutting edge and other location on the inner cutter. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutter vacuum defect before vitrectomy surgery. The procedure completion details were unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).